Manufacturer narrative:
The insulin pump had no button response due to moisture damage keypad traces. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the buttons were unresponsive. The customer's mother reported that the numbers were running rapidly. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's mother stated that they treated the low blood glucose with food. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.